Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing a shocking sensation. The reporter stated the implantable neurostimulator (ins) had been working up until about the last 3 months when the ins started ¿going sporadic giving me relief in the right spots.¿ it was noted the patient had turned the ins off, but still felt like they were getting shocked. The reporter stated ¿it¿s shocking my whole leg and it was made to only shock just below my knee.¿ it was noted the patient had two leads placed for their one leg. It was further noted the patient has neuropathy and rsd that had been getting worse and worse. The reporter stated they felt like they were getting shocked by the ins, but if they leaned to the left, the shocking stopped. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # j0209801v, implanted: (B)(6) 2002, product type lead; product ID 7495lz10, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3487a-56, lot # j0209942v, implanted: (B)(6) 2002, product type lead; product ID 7495lz10, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).